Event description:
It was reported that the patient had expired after having an rv perforation during implant that leds to complication. The implant procedure was performed successfully, with normal rv threshold, sensing, and impedance reading during and post implant. A pericardial effusion was noted post implant and the patient was being monitored for two weeks following the implant. On (B)(6) 2017, the patient was brought in at the hospital to perform a pericardiocentesis and an rv lead revision. Before the procedure began, the patient went into a vt storm. External defibrillation and an emergency pericardiocentesis was performed. A balloon pump was placed and the patient stabilized. The procedure was not performed and the patient was being monitored in the hospital. Overnight in the hospital the patient expired due to asystole.